Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that the time on pump was 15 minutes off. Customers blood glucose levels were not affected, the customer did not know what caused the time to be off on the pump. Tandem technical support assisted the customer with correcting the time.